Event description:
Related manufacturer reference number: 2017865-2022-06166 / 2017865-2022-06172. It was reported that the patient has deceased on (B)(6) 2022. The cause of death was unknown. There is no known allegation from a health care professional that suggests that the death was related to their pacemaker system.

Manufacturer narrative:
The reported event was unknown death. As received, a partial lead connector portion was returned in one piece. Electrical testing and visual analysis were normal and found no anomalies.